Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: a representative of guangzhou hengxin trad. Co. (China) informed cook on 14aug2023 of an incident involving a ncircle tipless stone extractor (rpn: ntse-045065-udh) from lot # 14721291. It was reported that the user detected the basket wire tip broken during the fifth stone capture of a transurethral cystoscopic lithotripsy procedure on (B)(6) 22023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual examination of the returned device, were conducted during the investigation. The complainant returned one ncircle tipless stone extractor to cook for investigation. A visual exam notes a basket wire has pulled out of the distal cannula. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14721291 records no relevant non-conformances. A database search revealed one additional complaint had been reported from the complaint device lot for the same issue. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be established. The provided information stated the device initially functioned correctly to remove stones. It is possible that procedural factors such as the size, shape, and location of the stones led to the basket wire pulling free. No procedural factors were known. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the basket wire tip of an ncircle tipless stone extractor "broke" during use. After a lithotripsy procedure, the basket was used to capture and retrieve stones. The device function was checked and confirmed prior to use. The issue was detected during the fifth stone capture. Customer supplied photo shows the basket wire detached from the basket cannula. Another device from the same lot was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.